Manufacturer narrative:
Implant date: approximated as the exact date is unknown.

Event description:
It was reported a cerebrovascular accident (cva) occurred. In (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. In (B)(6) 2019 the patient experienced a cva. Boston scientific is attempting to obtain additional information. It was further reported a watchman laa closure device was implanted in (B)(6) 2019. In (B)(6) 2019 the patient presented with symptoms of left-sided weakness, slurred speech and confusion. The patient did have routine follow up transesophageal echocardiograms (tee). No thrombus was visualized however concern for leak was expressed. The cva was diagnosed as ischemic as the patient's symptoms resolved after tissue plasminogen activator (tpa) was administered in the emergency department. The patient recovered with minimal deficit per the physician.

Event description:
It was reported a cerebrovascular accident (cva) occurred. In (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. In (B)(6) 2019 the patient experienced a cva. Boston scientific is attempting to obtain additional information.